Event description:
The reporter contacted animas on (B)(6) 2012 stating all of the keypad buttons were intermittently unresponsive for about a week or less. The keypad was reportedly intact and the pump was not exposed to water. The patient denied any recent trauma to the pump. The patient reportedly wore the pump in a protective case attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was returned peeling at the ok button. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be obvious and detectable and warns the patient to discontinue using the pump. The owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; the down arrow and ok buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.